Event description:
It was reported that during the shoulder arthroplasty procedure, while retracting the surgeon heard a "small crack" and it was noted that the greater tuberosity was fractured. The fracutre did not extend into the calcar or distally. The greater tuberosity fragment was removed and the patient was to be monitored at clinic visits using x-rays. The surgeon did not relate the event to the device but to the procedure. There was no reported clinical consequence to the patient. No other information was provided.